Manufacturer narrative:
During an interventional procedure to treat in stent restenosis (isr) of a stent in the iliac artery, a powerflex pro balloon catheter (bc) ruptured at 6 atm (six atmospheres). It was changed for a new powerflex balloon and the procedure was finished successfully. There was no reported patient injury. The lesion was heavily tortuous. The rate of stenosis was unknown. The powerflex pro balloon was delivered to the lesion and inflated from the distal side. The balloon was inflated at specified pressure twice for 10 seconds. However it ruptured at 6 atm during its third-dilation. The leakage of media was observed. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The type and brand of inflation device was used are also unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is also unknown if the balloon catheter removed easily from the vessel and from the other devices. The device was not returned for analysis. A device history record (DHR) review of lot 17173065 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure to treat in stent restenosis (isr) of an e-luminexx in the iliac artery, a powerflex pro balloon catheter ruptured at 6 atmospheres (atm). It was changed for a new powerflex balloon and the procedure was finished successfully. There was no reported patient injury and the device will not be returned for analysis. The lesion was heavily tortuous. The rate of stenosis was unknown. The powerflex pro balloon was delivered to the lesion and inflated from the distal side. The balloon was inflated at specified pressure 2 times for 10 seconds. However, it ruptured at 6atm during its third-dilation. The leakage of media was observed. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio are unknown. The type and brand of inflation device was used are also unknown. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is also unknown if the balloon catheter removed easily from the vessel and from the other devices.